Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, one of the drawers on the pyxis was popping open when the user clicked on the medication, but the drawer did not recognize that it was open and kept prompting them to open it. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-apr-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed. The field service engineer (fse) replaced the position sensor on auxiliary drawer 3 (full height) to resolve the issue. The drawer tested good in the hardware test application. The system functioned as intended after the field service engineer repaired the device.